Event description:
It was reported that this implantable pacemaker exhibited atrial undersensing. Technical services (ts) discussed device programming optimizations with the health care physician (hcp). Device remains in service. No additional adverse patient effects were reported.